Manufacturer narrative:
The manufacturer's investigation is still on-going.

Event description:
The customer has reported problems during usage of the leksell neuro generator. The customer believes that the electrode is faulty as they could only achieve half the expected temperature (40 degrees and not 80 degrees) when treating the lesion.